Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced headache due to csf leak, post an implant procedure. A blood patch was performed to resolve the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.